Event description:
A 174920 cadd cassette 100ml w/flowstop, lot # 4096351, exp 2026-01-29 x 1. Wasted with 61 ml left in it because it wouldn't work on either pump after no disposable alarm, requested replacement supplies, diluent. Return box for partially used cassette. No further details provided.